Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and the sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg wound has dehisced. The patient underwent surgical intervention for a debridement of the ipg site. Cultures were taken and confirmed an infection. The patient was placed on antibiotics. During the patient's two week follow up appointment, the staples were removed and the site was free from infection.